Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At an unspecified time, line a of the device was programmed to deliver normal saline, at a rate of 20ml/hr with a 20ml vtbi (volume to be infused), and the delivery was started. At an unspecified time, line b was programmed in the multistep mode, to deliver an unspecified volume of packed red blood cells. Step 1 was programmed to deliver at a rate of 50ml/hr, with a duration of 15 minutes, step 2 was programmed to deliver at a rate of 175ml/hr, with a duration of 30 minutes, and step 3 was programmed to deliver at a rate of 200ml/hr, with a 300ml vtbi, and delivery was started. It was reported that during step 3, the nurse noted the delivery on line b was "slower" than expected and found line b was delivering at a rate of 20ml/hr, instead of the expected 200ml/hr. The nurse reprogrammed the device to deliver at a rate of 200ml/hr and the delivery was restarted. After an unspecified length of time, the nurse noted line b was again delivering at a rate 20ml/hr. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the pump delivered a measured volume of 20.4ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The device maintained the programmed rate throughout the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history found there is no device programming or device activity for the reported event month of (B)(6); therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.